Manufacturer narrative:
(B)(4). Device evaluation: the lens was not returned in its original package. Visual inspection using magnification was performed to the returned sample and the lens returned was found cut in two pieces. Loose fibers/particles were observed on lens pieces related the handling of the unit out of a sterile environment. Residues of lubricant material was also observed on lens pieces. Both haptics was observed distorted. The condition in which the sample returned is consistent with a lens that was implanted and explanted. The complaint issue reported could not be verified. Based on the analysis of the returned device, there is no indication of product quality deficiency. Manufacturing record review: the manufacturing process record was evaluated and no deviation was reported. There were no discrepancies found during the mrr (manufacturing record review). The product was manufactured and released according to specifications. A search revealed that no additional complaint folders were found for this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens was explanted from patient¿s right eye (od) in a secondary surgical procedure as the patient was unable to tolerate the lens. It was indicated that the goal was plano and they got +4.0. A replacement lens of the same model, but different diopter (24.0) was used. It was noted that the patient has recovered. No further information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.